Event description:
Althin biopharm, reported that the user facility reported an occurrence where the bypass valve diverted flow around the dialyzer without generating an alarm. No patient injury occurred.